Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to emergency after receiving multiple shocks for atrial fibrillation with rapid ventricular response. Programming changes were made. The patient was fine after the event and discharged from the ER.